Event description:
Legal counsel for the patient reported that patient underwent bilateral total hip arthroplasty procedures and further reports patient allegations of pain, instability and recurrent dislocations. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information obtained during review of invoice history revealed that patient underwent shoulder arthroplasty to implant a cocr humeral resurfacing head on (B)(6) 2008. Patient blood test results indicate elevated cocr ion levels. There has been no reported shoulder revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. The patient also had hip revision procedures which were reported on manufacturer report numbers (1825034-2012 02530, 1825034-2013-04566, 04575, 04676 & 04677).